Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: a review of the pump black box data indicated frequent low battery and replace battery alarms occurred. During investigation, the pump powered on normally. The pump electrical current draws were tested and were found to be within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelate to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.